Event description:
It was reported that insulin gauge on pump displayed a lower amount than caller expected, with pump showing 34 units while caller expected 100 units. There was no reported impact to the customer¿s blood glucose level. Caller confirmed correct cartridge preparation steps, reloaded same cartridge with assistance from technical support, declined test bolus to update insulin estimate, and agreed to monitor pump and follow up if necessary.